Manufacturer narrative:
The patient's dob, age at time of event, or weight is unknown. This information was not available from the facility. The angiosculpt shaft ruptured after multiple inflation above the rated burst pressure; resulting in the balloon unable to fully deflate. Recurrence of the balloon deflation issue could result in a vessel dissection, vessel obstruction, myocardial infarction, or may require surgical intervention. The angiosculpt device was returned for investigation. Visual examination found an inverted balloon at the distal end and a damaged proximal bond. A ruptured distal shaft was observed approximately 0.5 cm proximal to the proximal bond. Under microscopic inspection, a longitudinal shaft tear was noted. In addition, the distal shaft had two bubbles (expanded but not ruptured) proximal to the longitudinal tear. During functional testing, the balloon was pressurized, but unable to inflate due to the ruptured shaft. The report of unable to deflate could not be replicated due to nature of the returned device. The angiosculpt device was inflated multiple times above the rated burst pressure of 16 atm. It is probable, the over inflation of the device induced stress on the shaft material, resulting in the ruptured shaft. The IFU warns to not exceed the rated burst pressure as indicated on the product label.

Event description:
The angiosculpt device was inflated/deflated multiple times at 18 atm. During the last inflation, the shaft seemed to have detached from the catheter and was unable to fully deflate. The device was removed intact with no resistance and no intervention required.